Event description:
A healthcare provider (hcp) via manufacturer representative reported that during a thyroid surgery the system was making a lot of noise towards the end of their procedure. The nim was isolated into it's own power outlet and the interface box was not near any source of interference. Ts recommended running an electrode check and the electrode check was showing red xs on both the vocalis 1 and vocalis 2. The caller stated the placement was correct and there was no rotation. The caller also confirmed the ground and stim were seated on the patient still and all electrodes were properly into the interface box. The site then switched out to a different nim system and the same issue occurred with the red x's. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, the adhesive was not applied uniformly over the clamp shell. Functionally, each electrode was measured for resistance and none of them had any reading. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E2: initial reporter last name updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.